Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 60mm, 135cm ranger balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.